Event description:
It was reported that during use with a bd integra¿ 3 ml syringe with detachable needle the needle breaks. The following information was provided by the initial reporter: the needles break when patients have been given injections. No serious injury however because the syringe broke whilst administering an injection to the patient it was impossible to ascertain how much medication had been administered to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes d.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: eight 100-count shelf cartons from batch 7177705 (p/n (B)(6)) were received and evaluated. No visual defects were observed. The retraction mechanism was activated on all 800 syringes with no functional defects observed. Based on the verbatim, it was unclear if the device was used as intended. Ince the reported defect was not identified in the samples received, no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7001879, medical device expiration date: 2021-12-31, device manufacture date: 2017-01-01, medical device lot #: 7177705, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-26." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd integra¿ 3 ml syringe with detachable needle the needle breaks. The following information was provided by the initial reporter: the needles break when patients have been given injections. No serious injury however because the syringe broke whilst administering an injection to the patient it was impossible to ascertain how much medication had been administered to the patient.